Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials, dob & weight not provided by reporter. Additional product code: hrs. (B)(3). Patient initials, dob & weight not provided by reporter. Not implanted/explanted, this screw/lot number was returned, therefore this was the screw that was removed. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 03 may 2012 expiry date: 01 april 2022, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.118.548 / (B)(4) was manufactured in us, (B)(4) non-sterile: a DHR review was performed for: part number: 04.118.548 synthes lot number: 6868526 review location: (B)(4), manufacture dates: 02/07/2012. The review of the DHR showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. There was (B)(4) ncr that was noted in the DHR ((B)(4)). This was opened due to a cosmetic feature (visual) that was observed. The finding was that there were (B)(4) parts that had discoloration in the star drive. Per the ncr, the 3 parts were scrapped. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery of a (B)(6) male patient, when the surgeon tried to insert two screws into the bone the screws broke off. A broken screw has remained within the patient and the other one has been removed. The surgeon used a cortical screw in place of the removed screw. The surgery was prolonged about 20 mins. No consequences for the patient. This complaint involves 2 part. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the screw is broken between the screw head and the threaded shaft. Only the threaded shaft part is available for investigation. Because of the damage, and the missing part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength, and structural stability. The values were in compliance with specifications and with the international standards. Based on the limited information in the complaint description, and without all involved parts, the root cause cannot be confirmed. The threaded region near the break has heavily damaged threads. Because of the damage, the complaint relevant dimensions cannot be checked. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. The article was manufactured in a quantity of (B)(4) pieces in may, 2012. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.